Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0 for test 4. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Test conducted on lot 244571 on 3/7/2011 met accuracy criteria. Test results are as follows: donor 1 = 1.6, 1.9, 1.8 inr; donor 2 = 2.1, 2.3, 2.1 inr. At least two out three replicates are within the allowable bias of reference results for donor 1 (1.97 inr) and donor 2 (2.44 inr), respectively. No further investigation will be pursued at this time. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No product deficiency established; no corrective action required at this time.

Event description:
"Caller alleged discrepant results compared with the lab on (B)(6) 2011. Results as follows:" initials: (B)(6), inratio: 4.2, lab: 3.3. Customer is reporting 7 discrepancies from one practice. No pt info was provided. Therapeutic range varies but is generally 2 - 3.5.

Event description:
"Caller alleged discrepant results compared with the lab on (B)(6) 2011. Results as follows:" initials: (B)(6), inratio: 3, lab: 2.3. Customer is reporting 7 discrepancies from one practice. No pt info was provided. Therapeutic range varies but is generally 2 - 3.5.

Event description:
"Caller alleged discrepant results compared with the lab on (B)(6) 2011. Results as follows:" initials: (B)(6), inratio: 3.7, lab: 2.8. Customer is reporting 7 discrepancies from one practice. No pt info was provided. Therapeutic range varies but is generally 2 - 3.5.

Event description:
"Caller alleged discrepant results compared with the lab on (B)(6) 2011. Results as follows:" initials: (B)(6), inratio: 1.8, lab: 3.3. Customer is reporting 7 discrepancies from one practice. No pt info was provided. Therapeutic range varies but is generally 2 - 3.5.

Event description:
"Caller alleged discrepant results compared with the lab on (B)(6) 2011. Results as follows:" initials: (B)(6), inratio: 6.3, lab: 4.2. Customer is reporting 7 discrepancies from one practice. No pt info was provided. Therapeutic range varies but is generally 2 - 3.5.

Event description:
"Caller alleged discrepant results compared with the lab on (B)(6) 2011. Results as follows:" initials: (B)(6), inratio: 1.9, lab: 2.7. Customer is reporting 7 discrepancies from one practice. No pt info was provided. Therapeutic range varies but is generally 2 - 3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0 for test 4. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Test conducted on lot 244571 on 3/7/2011 met accuracy criteria. Test results are as follows: donor 1 = 1.6, 1.9, 1.8 inr; donor 2 = 2.1, 2.3, 2.1 inr. At least two out three replicates are within the allowable bias of reference results for donor 1 (1.97 inr) and donor 2 (2.44 inr), respectively. No further investigation will be pursued at this time. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No product deficiency established; no corrective action required at this time.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0 for test 4. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Test conducted on lot 244571 on 3/7/2011 met accuracy criteria. Test results are as follows: donor 1 = 1.6, 1.9, 1.8 inr; donor 2 = 2.1, 2.3, 2.1 inr. At least two out three replicates are within the allowable bias of reference results for donor 1 (1.97 inr) and donor 2 (2.44 inr), respectively. No further investigation will be pursued at this time. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No product deficiency established; no corrective action required at this time.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0 for test 4. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Test conducted on lot 244571 on 3/7/2011 met accuracy criteria. Test results are as follows: donor 1 = 1.6, 1.9, 1.8 inr; donor 2 = 2.1, 2.3, 2.1 inr. At least two out three replicates are within the allowable bias of reference results for donor 1 (1.97 inr) and donor 2 (2.44 inr), respectively. No further investigation will be pursued at this time. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No product deficiency established; no corrective action required at this time.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0 for test 4. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Test conducted on lot 244571 on 3/7/2011 met accuracy criteria. Test results are as follows: donor 1 = 1.6, 1.9, 1.8 inr; donor 2 = 2.1, 2.3, 2.1 inr. At least two out three replicates are within the allowable bias of reference results for donor 1 (1.97 inr) and donor 2 (2.44 inr), respectively. No further investigation will be pursued at this time. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No product deficiency established; no corrective action required at this time.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0 for test 4. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Test conducted on lot 244571 on 3/7/2011 met accuracy criteria. Test results are as follows: donor 1 = 1.6, 1.9, 1.8 inr; donor 2 = 2.1, 2.3, 2.1 inr. At least two out three replicates are within the allowable bias of reference results for donor 1 (1.97 inr) and donor 2 (2.44 inr), respectively. No further investigation will be pursued at this time. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No product deficiency established; no corrective action required at this time.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The mean is >5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0 for test 4. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Test conducted on lot 244571 on 3/7/2011 met accuracy criteria. Test results are as follows: donor 1 = 1.6, 1.9, 1.8 inr; donor 2 = 2.1, 2.3, 2.1 inr. At least two out three replicates are within the allowable bias of reference results for donor 1 (1.97 inr) and donor 2 (2.44 inr), respectively. No further investigation will be pursued at this time. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No product deficiency established; no corrective action required at this time.

Event description:
"Caller alleged discrepant results compared with the lab on (B)(6) 2011. Results as follows:" initials: (B)(6), inratio: 1.3, lab: 2.1. Customer is reporting 7 discrepancies from one practice. No pt info was provided. Therapeutic range varies, but is generally 2 - 3.5.